Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the handle locked and subsequently became soft not making the clipping. It was noted that the surgeon was able to press the green button but could not squeeze the handle. The device was replaced by another product with the same code to complete the case. There was no patient injury.